Event description:
Fmc canada complaint reporting an internal blood leak of this first use dialyzer. The leak occurred just after the treatment had been initiated. Blood loss reported as 200cc. No further pt injury reported. Sample not available.